Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomenon ¿no air supply¿ occurred due to dirt on the manifold unit, electropneumatic proportional valve, and first regulator unit. The root cause of why the dirt remained could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit had no air supply. The issue was found during preparation for use. Procedures were completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the internal tubes had severe greasy dirt, and the maniforld unit, electropneumatic proportional valve, and first regulator unit were all clogged with severe greasy dirt which resulted in lack of air supply. Component failure, specifically the electropneumatic proportional valve failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.